Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that one day post implant, this right ventricular lead was found to be dislodged and exhibited high pacing threshold measurement and intermittent capture. Additional information was received indicating that loss of capture with greater than two seconds of asystole was noted when the patient was allowed to sit up right. However, loc was not observed when the patient returned to a lying position. Subsequently, the lead was repositioned and all diagnostics were stable. The lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.